Manufacturer narrative:
The reported event with the instrument could not be replicated nor confirmed. Visual inspection was performed and found no damage to the grip or pitch cables. Failure analysis found the primary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. The probable root cause is attributed to component failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.